Event description:
It was reported that when the surgeon tried to use this hex driver bit, the sleeve of the driver bit separated.

Manufacturer narrative:
This report will be amended when our investigation is complete.